Event description:
It was reported that during a da vinci nissen fundoplication procedure, the plastic piece on the tips of the harmonic ace curved shears insert melted. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, the teflon padding on the tips of the harmonic ace curved shears insert had melted, where a material, measuring about 0.078 x 0.028 in size was noted missing. The cause of the tip damage was likely due to mishandling/misuse. There was no other damage found. The da vinci harmonic ace curved shears instructions for use specifically states: general precautions and warnings - avoid contact with any and all metal or plastic instruments or objects when the device is activated. Contact with staples, clips, or other instruments while the device is activated may result in cracked or broken blades, which may be identified by a generator solid tone or an instrument error. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.